Manufacturer narrative:
Based on the claim against the product by the customer noting loss of image, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi has not received the hrsv monitor for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted thoracic sympathectomy surgical procedure, there was no image in the left eye on surgeon console. Prior to calling technical support, the customer had already power cycled system three times, but the fault persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked live logs, and guided caller through a hard power cycle/emergency power off (epo). The fault still persisted after restart. No errors were found related to image loss in live logs. The caller arranged to have another surgeon side console (ssc) and connected it instead. The vision side cart (vsc) and patient side cart (psc) were not switched out. After the restart with this new ssc connected, issue was. Surgery was resuming.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high resolution stereo viewer (hrsv) monitor involved with this complaint to perform failure analysis (fa). The monitor was installed on the left side of the printed circuit assembly (pca) test system. Upon power up, the system booted up with no issues, except the left eye monitor was dead. No images were displayed on the left eye of the surgeon's console. The complaint regarding loss of image in left eye was confirmed based on fa, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.